Manufacturer narrative:
Suspect device software version: version 1.0.

Event description:
It was reported by the physician that the patient's generator was disabled due to a burst watchdog timeout. The patient had previously been programmed by a tablet with model 3000 v1.0 software. The patient's magnet mode output current was higher than the autostimulation mode output current. This burst watchdog timeout event is believed to be due to a software error in the model 3000 programmer that causes certain parameters to be incorrectly calculated in m106 generators. This occurred because, while the patient was set to a 0.25 ma normal mode output current and 0.5 ma magnet output current, the patient's frequency was changed by a model 3000 programmer without a subsequent programming step to adjust magnet or autostimulation output current. The patient was programmed back on with a model 250 tablet. No further relevant information has been received to date.